Event description:
It was reported that during a da vinci-assisted surgical procedure, the cadiere forceps instrument was not articulating well. She described it as if the wrist was not moving correctly. They tried to reinsert the instrument, but a new cadiere instrument fixed the issue. The procedure was completed, and no injuries were reported.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the cadiere forceps instrument, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations replicated and confirmed the customer reported complaint. The cadiere forceps instrument was analyzed and found to have the pitch cable loose at the distal end that was showing out. The plastic housing was removed, and during the visual inspection, the pitch cables were found to be very loose from the short input disc #5 in the proximal end causing issue reported by the customer. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h11 for follow-up information.